Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. Replaced optocoupler for preventive maintenance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a flange detector inter mitten. There was no patient involvement and no patient harm/adverse event reported.